Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found missing components before use. The following has been provided by the initial reporter: some tubes in the tray do not have the rubber insert

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing rubber insert with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It has been reported that one bd vacutainer® sst¿ ii advance plus blood collection tube has been found missing components before use. The following has been provided by the initial reporter: some tubes in the tray do not have the rubber insert.